Event description:
The patient reported that the pump dispenses insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a damaged force sensor pin. Review of the pump history revealed one loss of prime warning associated with zero force. The pump was primed successfully with no alarms occurring.